Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge, and subsequently the usb cable melted inside the usb port resulting in the pump battery being unable to charge. Customer¿s blood glucose level was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified; however, battery and usb cable issue could not be verified.